Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bare wire. Sheath: 6fr. Stent: xact. Heparin, aspirin, clopidogrel. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a carotid stenting procedure. Reportedly, after deploying the clip, the device did not seal. Surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive investigation. The device not sealing (closure not achieved) as reported can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical condition. During manufacturing, all devices are inspected and verified for proper loading of the clip onto the carrier tube. A sample of finished devices is taken from each lot and verified for ability to functionally deploy. The clip misfiring (resulting in device not sealing or closure not achieved or arterial bleeding) can be caused by the following: relaxing downward pressure or retraction of the device during clip deployment, failing to raise the device from 45 degrees to 60 to 75 degrees prior to clip deployment, and device not stabilized with the left hand during clip deployment. There was no report of any abnormal user technique. Reportedly, calcification was present at the access site and in the vessel. It was not reported if a femoral angiogram was taken. The starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. Based on the reported information and the inspection criteria, the most probable cause for the device not sealing (closure not achieved) and associated patient effects is attributed to deploying the device in an area of calcified plaque. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality problem. During manufacturing, all starclose se devices are visually inspected and functional deployment testing must meet specification.